Manufacturer narrative:
Product analysis: the hawkone device was received. No ancillary device or images were received with the device. The hawkone was returned without the cutter driver. Inspection of the distal assembly revealed a dried blood-like substance and biological debris throughout. The cutter was returned advanced approximately 1.2cm distal to the cutter window. Biological debris was noted at the location of the cutter. Microscopic examination of the cutter window revealed no anomalies. A hawkone cutter driver from the lab was connected to the returned hawkone device and the device was successfully activated. The cutter was able to be retracted into the cutter window. No issues were observed during retraction of the cutter. Microscopic inspection of the cutter revealed no anomalies. The cutter was attempted to be advanced; however, the cutter was unable to fully advance within the distal housing. The cutter was able to advance approximately 1.3cm distal to the cutter window. It should be noted that biological debris was located at the stopping place of the cutter. The distal assembly was flushed/cleaned using the distal flushing tool (dft). A piece of debris was removed via the cutter window during cleaning, inspection of the debris confirmed it was biological in nature. The cutter was attempted to be advanced again; however, the device could only advance 1.3cm. The device was soaked in water. The cutter was attempted to be advanced after soaking. The cutter was able to advance approximately 1.4cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the thumb switch stopped working during cleaning outside of the patient. It started malfunctioning initially while in the patient. No strange noises were noticed from the cutter driver. The lesion was then treated with a 7x150 evercross balloon was used to post dilate the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a hawkone h1-m device with a non-medtronic 6fr sheath and a nitrex 0.014 x 300 cm guidewire with no embolic protection device during treatment of a 250 mm calcified, plaque between 60-80% stenotic lesion in the patient¿s left proximal/mid/distal superficial femoral artery (sfa) of diameter 7 mm. Moderate tortuosity and severe calcification were reported. IFU was followed and the device was prepped without issue. The vessel was not pre-dilated. It was reported that after the third pass, when they wanted to stop cutting, it was becoming very difficult to advance the thumb switch. The motor would disengage and the tech needed to manipulate it to fully advance it to the ¿on¿ position. Ultimately, they were able to continue making passes. The hawk was removed and cleaned without issue and reloaded per IFU. The thumb switch issues continued during the next series of passes. It was decided to use a new hawk h1-m to successfully finish the procedure. The lesion was then treated with a 7x150 pta. Increased flow was noted in the angiograph. No patient injury was reported.